Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: a visual examination of the crimped stent found the stent was damaged. The stent struts at the proximal end of the stent were bunched and distorted. The internal diameter of the stent protector received for analysis with the device measured. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink on the shaft 240mm distal from the strain relief. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The procedure was indicated due to coronary artery disease. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). The 28 x 2.50mm taxus¿ liberté stent was advanced however, resistance was encountered and the device was unable to cross the lesion. The event was resolved and no patient complications were reported. However, returned device analysis revealed a proximal stent damage.